Event description:
It was reported that during a laparoscopic gastric bypass procedure, staples were formed on one side of cut line and not on the other. The procedure was completed by hand-suturing. There was no patient consequence.